Manufacturer narrative:
(B)(4). Date sent: 03/11/2020. Additional information was requested and following was obtained: the surgeon is unable to recall the information requested and thus, unable to answer.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that healthcare professional had just scoped one patient post lap anterior resection with bleeding anastomosis line on post-op day 3. There were no difficulties on firing and both donuts completed.